Manufacturer narrative:
On (B)(6) 2017 conclusion/root cause: the blower assembly passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the blower assembly.

Event description:
The customer reported blower temp high: if the blower temperature is greater than or equal to 115c for longer than 10 minutes. It could result in vent inop condition and stop ventilating patient. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. No patient involvement reported.